Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer experienced high blood glucose of 400 mg/dl. Customer stated that they had sensor signal not found signal on insulin pump screen and auto mode was not active. Insulin pump will not be returned for analysis.